Event description:
It was reported that the patient had the implantable neurostimulator (ins) for nerve damage in her legs and it ¿wasn¿t working.¿ it was noted that the patient saw the ¿call your doctor¿ icon. It was noted that a few months prior to the report, the patient saw a picture of a doctor while recharge but was unable to recall the code. It was noted that it was ¿a while ago, maybe a couple of months ago¿ when the patient able to recharge the device. It was further noted that the patient was really sick and was in the hospital, but this was not related to her device or therapy. Additional information received reported that the 375 ¿antenna failure¿ error code was seen. It was further noted that a 376 ¿antenna test-temp failure¿ error code was seen. It was noted that it had been ¿6 months since stimulation.¿ it was further noted that the patient had some health care issues and didn¿t charge for about 6 months. It was noted that a physician mode recharge (pmr) was performed when the error codes were seen. Additional information received reported that the patient and the neurosurgeon decided to change the ins to a non-rechargeable device. It was noted that the patient had other medical conditions that had resulted in her inability to recharge the ins. Additional information received reported that the patient received assistance from the physician or manufacturing representative and her concerns were resolved. It was noted that the patient met with the physician and manufacturing representative in (B)(6) 2013. It was further noted that the patient still had concerns regarding the device or therapy, but she was working with the physician or manufacturing representative. It was noted that the patient had a pre-op appointment on (B)(6) 2013 and an appointment to ¿install the new device¿ on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: 2008, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a prime advanced ins implanted. She was happy and receiving effective therapy. There was no malfunction of the previous ins. The patient wanted a non-rechargeable ins.